Manufacturer narrative:
Concomitant medical products: 419588, lead, implanted: (B)(6) 2011; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and weakness and discomfort in their arm post-cardiac resynchronization therapy de fibrillator (crt-d) implant with an antibacterial absorbable envelope. The device was moved from the prepectoral to the subpectoral region approximately six months post-implant and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.